Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection, which lead to a skin breakdown above the device. Review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its severity. This is a final report.

Event description:
The user has been explanted due to superinfection at the area over the implant. The skin over the device was not intact before explantation. The user has not been reimplanted.

Event description:
The user has been explanted due to superinfection at the area over the implant. The skin over the device was not intact before explantation. The user has not been reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.